Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the lifevest. The irritation was described as red, itchy, raw, and burn-like in appearance. A pharmacist recommended that the patient apply (B)(6) lotion. This did not help so the patient applied aloe vera which helped the itchiness subside. The patient was advised by his doctor to use cortisone cream, was prescribed (B)(6), and was advised to remove the device. The patient's doctor also stated that the patient may have an allergy to metal. Follow-up indicated that the irritation was healing.